Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Lot number was not reported; however, a potential lot number was provided. The information for that number is as follows: medical device lot #: 1005383 (invalid). Medical device expiration date: invalid. Device manufacture date: invalid. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use a gooey substance was discovered in the fluid pathway. The following information was provided by the initial reporter: material no.: 302995 batch no.: unknown ( provided lot 1005383) it was reported that customer discovered a gooey substance in the syringe.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Lot number was not reported; however, a potential lot number was provided. The information for that number is as follows: medical device lot #: 1005383 (invalid). Medical device expiration date: invalid. Device manufacture date: invalid. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use a gooey substance was discovered in the fluid pathway. The following information was provided by the initial reporter: material no.: 302995 batch no.: unknown ( provided lot 1005383) it was reported that customer discovered a gooey substance in the syringe.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use a foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that customer discovered a gooey substance in the syringe.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information: d4. Medical device catalog#: 309646. D4. Medical device lot #: 1005383. D4. Medical device expiration date: 2025-12-31. D4. Unique identifier (UDI) #: (B)(4). H4. Device manufacture date: 2021-01-14. H.3 investigation: one 5ml syringe in a partially opened package from batch 1005383 was received. Through visual inspection, it was observed that a gooey substance present inside the syringe barrel stringing from the roof when the plunger was exercised. Fourier transform infrared spectroscopy (ftir) analysis confirmed observed substance is silicone lubricant which is used in the manufacturing process. The observed amount present was non-conforming per product specification. Potential root cause for the excessive silicone defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch 1005383 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.